Event description:
The customer reported via phone call that the insulin pump had an error and it turned off and then back on. Customer stated that since then, the insulin pump does not connect with the sensor and the meter. The alarm history was reviewed and the customer stated that the alarm received was a software error detected. The alarm occurred during the rewind/prime sequence. The customer was advised to perform the rewind process again and to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Blood glucose value was 7.3 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump communicated properly with the glucose sensor simulator and the mini link transmitter. The correct test bg value was displayed on the sensor glucose graph screen. The correct test bg value was sent from the glucose meter and received by the pump. The pump communicated properly with the blood glucose meter. No radio frequency anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was returned for a pump error 53 and the history file confirmed the error 53 due to a software error. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a cracked case on the battery tube area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.